Event description:
It has been reported to philips that the geometry movements were partly available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the table control and the arch were not working. The fse suggested ordering and replacement of parts but before the import of the product was completed, the customer canceled the call because he sold the equipment. No further information regarding the reported issue. The codes were updated based on the investigation outcome.